Event description:
On (B)(6) 2020: follow up information was submitted because result of complaint investigation of the returned unused device (6 sets) showed that all the test results were within specifications. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in japan. It was reported that the patient experienced hyperglycemia without noticing that the infusion set's tubes, and cannula connector parts came off naturally and occurred frequently. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient experienced hyperglycemia without noticing that the infusion set's tubes, and cannula connector parts came off naturally and occurred frequently. No further information available.